Event description:
During the angiogram viewing of the location of the proximal portion of the main body graft and the contralateral limb location, the proximal portion of the graft was noted to be too high, but the physician felt that the positioning was fine due to the perpendicular angle viewed. The suprarenal stent was deployed, and the contralateral limb was cannulated without any difficulty. Contralateral and ispilateral leg grafts were deployed successfully. Post angiogram noted a diminshed flow to both renal arteries. A large diameter occlusion balloon catheter was placed at the proximal portion of the graft, and inflated during an attempt to pull the graft down and away from the renal arteries. The second angiogram revealed a slight opacification of the renal arteries. Flow through the arteries was still diminshed, and the orifice remained impinged upon by the proximal graft material. The physician then attempted an "up and over" technique to further remove the graft from the renal arteries. Support wires were placed in the femoral arteries and advanced up and over the bifurcation of the main body graft. The graft was then "flossed" and pulled downward in a steady and slow manner. It appeared during this procedure that the graft was successfully being removed off of the renal arteries by a few millimeters. The fabric of the main body graft appeared to have stretched but there was no apparent damage. There was a noted "slight accordion" of the graft's mid-body and the graft was noted to lean more over toward the aneurysm. The distal sealing stent of the contralateral iliac leg graft appeared to be crushed somewhat and slightly bent, noting a change in the apperance of the z-stent. However, the seal to the vessel wall remained intact. The third angiogram noted flow through the graft and patent renal arteries. A proximal type I endoleak was not detected. A molding balloon was placed at the proximal portion of the main body graft and inflated in an attempt to further seal the graft and resolve the endoleak. The fourth angiogram revealed a small type I proximal endoleak. Due to the amount of contrast that had been used during the entire procedure, the physician decided to conclude the procedure and no further intervention was attempted. However, no contrast was noted to be filling the aneurysmal sac during the final angiogram. Pt to be monitored.